Manufacturer narrative:
The impella device was not received and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 48 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. After removing the introducer and advancing the repositioning sheath, the patient developed an access site bleed. As treatment, multiple blood products were delivered and a surgical suture was applied.